Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the touchscreen became unresponsive when the customer was attempting to input into the pump. Reportedly, half the screen is blank. There was no impact to customer's blood glucose level.